Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rear0455 showed one other similar product complaint from this lot number. The complaints for this lot number (rezj1444) have been reported from the same facility.

Event description:
It was reported by the facility that the catheter was implanted using sherlock 3cg. The proximal valve provided no resistance and when the catheter was opened blood flowed out. Catheter remains in patient and is reported to be functioning normally. No harm to patient reported.